Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and duplicated to a damaged lcd color display cable. The lcd color display cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for report of this type has not identified an increasein trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.